Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited internal oil detected in the connecting and insufflation tubes as well as confirmation of a slow response in relief mode due to circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was an ingress of an external liquid into the uhi-4 tube-line. Also, there was a failure of the cr board which likely caused a delay in the control of the relief valve. Olympus will continue to monitor field performance for this device.